Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a blood glucose level of 32 mg/dl. The suspected cause was unknown. Reportedly, the customer drank juice then dialed 911 and went to the emergency room (ER). The customer was subsequently hospitalized. Reportedly, the customer was monitored by a healthcare provider but did not report receiving any specific treatment. The customer left the hospital the same day. The customer was unable to recall any additional details regarding the event.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on 03/21/17, or the surrounding days. User made bolus requests without entering current bg levels and still having insulin on board (iob). Cartridge change sequence completed with large (35.2838 unit) "tubing fill" process completed. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having iob could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure related to the low bg event.